Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for high blood glucose levels. She had a diabetic ketoacidosis both times. The customer had ketones. Her blood glucose level was 495 mg/dl. She was wearing her insulin pump at the time of the emergency room visit. In the alarm history several auto-off alarms were found. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.